Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-16. Investigation summary: bd received 4 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240243, medical device expiration date:2021-12-31, device manufacture date: 2020-08-27. Medical device lot #: 0230279, medical device expiration date: 2021-12-31, device manufacture date: 2020-08-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) k2e (edta) 7.2mg plus blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated to english. The customer stated "when we push the tube into the holder and it is pierced by the needle (blood flows into the tube), we must absolutely keep the tube pressed with your thumb. If we don't, the tube pops out of the needle and holder in a totally random fashion."